Event description:
A fast-fix meniscal repair device malfunctioned during insertion causing the suture to break. The suture was removed and the fast-fix remained implanted in the patient. It was reported, this event did not result in patient injury.